Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 600 mg/dl, and moderate ketones on multiple occasions. Reportedly, the pump settings need to be adjusted. Customer delivered a manual injection to stabilize blood glucose levels.